Manufacturer narrative:
Results: the ace68 was kinked approximately 116.0 thru 125.5, 128.0, and 130.5 thru 133.0 cm from the hub. The distal tip of the ace68 was ovalized. Conclusions: evaluation of the returned ace68 revealed that the distal shaft of the catheter was kinked in multiple locations. If the peel-able sheath (packaged with the ace68) is not used during insertion of the catheter into a parent device, resistance may be encountered and damage such as kinks may occur on the distal shaft. This damage may have contributed to the resistance experienced while advancing the ace68 through the non-penumbra guiding catheter during the procedure. During the functional test, the returned ace68 was advanced through a demonstration neuron max without an issue. Then a demonstration lantern was advanced completely through the returned ace68 with resistance. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), non-penumbra guiding catheter, and non-penumbra microcatheter. During the procedure, the physician placed the guiding catheter in the target vessel and then advanced the ace68 and microcatheter through it. However, while advancing, the physician encountered resistance; therefore, the ace68 and microcatheter were removed. Upon removal, the ace68 was observed to be ¿accordion¿ 17 cm from its distal tip. The procedure was completed using another ace68 and the same microcatheter and guiding catheter. There was no report of an adverse effect to the patient.